Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion the needle would not retract with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: after punctured on the patient, hcp tried to activate the safety mechanism. However the needle didn't retract.

Event description:
It was reported that after insertion the needle would not retract with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: after punctured on the patient, hcp tried to activate the safety mechanism. However the needle didn't retract.

Manufacturer narrative:
H.6 investigation summary: quality engineer inspected the samples and photographs submitted for evaluation. Bd received one used un-retracted unit with its original packaging. In addition, seven photographs were also submitted which displayed similarities to that of the returned unit. Upon inspection of the photos the unit was noted to not be retracted. There was no evidence observed indicating the defect of a needle retraction failure. Through the visual inspection of the unit, there was some minor overlap at the top of the spring near the hub. Then a functional test was performed. The unit did not pass as retraction did not occur. Further investigation noted the needle hub was fixed therefore no movement could be initiated, the button would not press, and pushing up or down on the hub/flashback chamber had no effect on moving the unit. This suggested excess adhesive. With pliers the button was able to be activated, the needle did not retract. In order to get a further understanding of the issue the unit was then dissected. The grip was cut in half where a possible adhesive was present that held the components together. The glue would create an adhesive bond between the hub and grip of the device preventing retraction and separation of the two halves. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive on the grip/hub. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.